Manufacturer narrative:
The event information received by lsi solutions regarding cardiac surgery involving the cor-knot elite technology and reported: a "cor-knot device not working properly. It would cut the suture, but not release the metal attachments." They reported no harm to the patient. The device was returned to our facility, decontaminated using routine protocol and evaluated by a senior engineer. The device performed within normal limits except its purple lever did not spring back to its fully forward position without manual assistance. Functional testing revealed above usp standard knot strength. This sticking lever did not interfere with the device's ability to crimp the titanium fastener and trim suture. The device's spring mediated lever return is not required for its intended use to crimp the titanium fastener and trim suture. All functional testing of the returned device confirmed otherwise appropriate function as designed including excellent knot strength and consistent suture trimming. This event concerns a slightly sticky device lever which caused no compromise to device function or clinical outcome.

Event description:
Voluntary report ref: mw5034155.